Event description:
The customer reported discrepant total beta human chorionic gonadotrophin (tbhcg) results for one patient, on two separate event dates, involving the access total bhcg assay used in conjunction with the unicel dxi 800 access immunoassay system. This report is one of two referencing the event date noted. An initial result of 205 miu/ml was obtained. The sample was retested on the same instrument and produced a lower result of 1.0 miu/ml. The customer indicated a urine pregnancy test was negative. The original result was released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The patient¿s samples were collected in lithium heparin plasma separator tube and centrifuged in a power processor. The samples were less than 48 hours and stored in refrigeration. The customer noted white particulate matter (wpm) in the samples from the refrigerated archives and after the re-centrifugation in preparation for the repeat testing. Quality control (qc) is performed daily and recovered within range. System check is performed weekly and also recovered within range. No system issues were noted. The instrument was in operation.

Manufacturer narrative:
There is no indication that the access total bhcg device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information. This medwatch report is related to MDR 2122870-2013-00991.